Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the withdrawal of the balloon port following the creation of the pre-peritoneal space, both the in sufflation and deflation process were uneventful in a laparoscopic tep hernia repair. The balloon also disengaged from the trocar/sleeve and fell into the patient cavity. The surgeon manually removed the balloon from the patient. There was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the balloon was disengaged from the cannula. The obturator was received. The valve seal and doors appeared intact. The insufflation bulb was received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.